Event description:
It was reported that the device collected false atrial fibrillation episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 3889 interstim urinary lead 2013-(B)(6). (B)(4).